Event description:
A malfunction alarm was reported with the pump during operation. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Tandem technical support decided to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy. The customer was also instructed on returning the problematic pump and how to prepare it for storage.